Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient expired and the cause of death was not known. No autopsy was performed and the device would not be returned. The account did not respond to multiple requests for further information. In the hmii IFU death is listed as an adverse event that may be associated with the use of the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. Additional information was requested but not provided. No further or additional information was provided.